Manufacturer narrative:
(B)(4). No samples were sent for analytical investigation. Also, batch number is not available. Therefore no batch documentation review could be performed. The instruction for use of the product has been checked, the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The patient also was under an antibiotics treatment. She was sent to have an allergy test to see if the reaction was caused by prontosan or the antibiotic treatment. 3 attempts were made to obtain further information on the outcome of the allergy test no further information was provided. Since allergic and anaphylactic reactions to prontosan are known, it cannot be excluded that the reaction was caused by prontosan. The product quantities sold in 2018 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
A patient (woman, (B)(6) years, infected hip wound) has been treated with prontosan. The patient began to feel very strange in the mouth and her face and eyes swelled sharply. The patient was treated with cortisone several times. The patient was also under an antibiotics treatment. She was sent to have an allergy test to see if the reaction was caused by prontosan or the antibiotic cure. 3 attempts were made to obtain further information on the patient condition and the outcome of the allergy test ((B)(6) 2019). However no further information was provided. No exact date of occurrence. At the beginning of (B)(6) 2019.